Event description:
Patient was receiving ivf, rn walked in and noticed water on the floor and that the IV fluid tubing was leaking. The fluid were leaking at the filter. Rn stopped and changed out the tubing.